Event description:
Customer reported comparing his compact system to a professional meter of unknown type with results of 220 mg/dl on his meter and 110 mg/dl on the professional meter within 10 minutes. Customer reported that he compared his compact meter to the professional meter a second time later in the visit and got results of 244 mg/dl on his compact system and 117 mg/dl on the unknown professional meter within 10 minutes no adverse event was reported. A request was made for the return of the strips but customer states he no longer has the product available to return.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.